Manufacturer narrative:
(B)(4): evaluation of the returned device found the monofilament was approximately 1 inch exposed at the guide and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device. It was revealed that a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. During the investigation, a proxy plunger was reinserted and the needle trajectory was acceptable. Also, the needle trajectory of every device is checked twice during the manufacturing. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The first proglide device is being filed under a separate manufacturer report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, difficulty was encountered removing the needle plunger and when the needle plunger was removed no suture was attached to the needles; the suture remained in the device. The device was removed over a guide wire and a second proglide device was attempted, but with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.